Event description:
Caller reported that pump housing surrounding the usb port was damaged, affecting the ability to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Cts arranged for the pump to be replaced and confirmed the shipping address. Customer continued using the current pump for insulin delivery. Cts provided instructions for storing the pump and issued a pre-paid label for its return, which the caller acknowledged and understood.